Event description:
Patient's foley catheter was placed in the or and inserted with gemcitabine chemotherapy agent. The foley fell out because the balloon would not stay inflated. Possible hazardous exposure to the chemotherapy agent.